Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.50/2.00/103 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to lens tear/break during injection/delivery into the eye. It was reported that a replacement lens was later implanted and the problem resolved. No patient injury was reported. Cause of event was unknown.